Event description:
It reported during thoracotomy procedure, when the device was flexed to fire it could not become stable and fire. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the device was received in good visual condition and with a reload in the device. The reload was received partially fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed as the firing mechanism was damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.